Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During cup impaction, the insertion handle became stuck threaded into the cup. The rotation feature used for proper orientation of the cup with alignment guide did not lock up and a vice grip was attached on the shaft in order to unthread the handle from the cup.

Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint. A functional test with a mating cup found the instrument to function as intended. The rotation feature was also tested with an alignment guide and found no issue with the impactor. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.